Manufacturer narrative:
(B)(4). Batch # v96959. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was returned with the hand activations contacts damaged. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. Please reference the instruction for use for more information: attach the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation from the distal end of the instrument (finger tight only). Use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the error was given of tighten assembly. There was a 10 minute delay to the procedure. The procedure was successfully completed with no patient consequences.